Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Found out that the diaphragm puppet not center on exhalation valve housing. The metal piece came off from the puppet. The field service technician replaced a new puppet. Performed operation verification procedures (ovp) and passed all test per avea service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit has internal leak. The customer confirmed that there was no patient involvement associated with the reported event.